Event description:
The pt experienced a return of symptoms; his pain was rated a constant 10. A dye study showed that no medication was going into his body; it remained in the 'tube.' The hcp believed there may be a blockage or kink in the catheter. The hcp recommended catheter and pump replacement. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.